Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination revealed that the balloon has a 6 mm longitudinal tear starting 8 mm from the proximal markerband. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.75 mm x 12 mm nc emerge® balloon catheter was advanced for dilation. However, upon the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another nc emerge balloon catheter. No patient complications nor injuries were reported.